Event description:
Pt feeling ill and vomiting on 12/6 and 12/7. Visited personal physician on 12/7; admitted to hosp. White blood cell count revealed systemic infection. Dr says high blood glucose related to infection.